Manufacturer narrative:
Device eval by manufacturer: this ranger paclitaxel-coated pta balloon catheter was received for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 98 mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the allegation from the field.

Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for percutaneous transluminal angiography procedure to treat peripheral arterial occlusive disease. The target lesion was from the anterior tibial to the popliteal artery with 85% stenosis and moderate calcification. The physician inserted the catheter, and upon treatment the balloon ruptured before reaching the nominal bar. The procedure was able to be completed successfully using another ranger without sequela.

Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for percutaneous transluminal angiography procedure to treat peripheral arterial occlusive disease. The target lesion was from the anterior tibial to the popliteal artery with 85% stenosis and moderate calcification. The physician inserted the catheter, and upon treatment the balloon ruptured before reaching the nominal bar. The procedure was able to be completed successfully using another ranger without sequela.